Manufacturer narrative:
Integra has completed their internal investigation on june 3, 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; the product was not returned. We cannot perform a visual inspection. We have 2 parts of the same lot available in inventory. The device available in inventory is sharp DHR review; (B)(4). Prior to release, following frequency determined by probability law applied to incoming inspection, hallu fix drills 119618nd are tested for: visual aspect: finishing, laser marking and edge sharpening. Documentary inspection: raw material and heat treatment certificates, measurements report, label and instruction for use. Functional inspection: diameter of the drill, total length of drill. In conclusion, the edge sharpening of the drill is checked prior to release during incoming inspection. Complaints history; two (2) years look back shows no similar incidents like described in this complaint. (B)(4). Conclusion: the product was not returned, the root cause of the incident described in this complaint cannot be determined.

Event description:
Patient 1 of 2: it was reported that the drill was not enough sharp. Product was in contact with the patient however, no patient injury was reported. The event led to surgical delay, unknown for how long. The medical staff managed to complete the surgery with the same device.